Manufacturer narrative:
(B)(6). The ¿ 510k: this report is for an unknown 10 mm/130 mm degree, 170 mm length trochanteric femoral fixation nail/unknown lot. Part and lot number are unknown; UDI number is unknown. Additional product code: hwc. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had an original surgery performed for an inter-trochanteric femoral fracture on (B)(6) 2016. The patient presented with pain on an unknown date and revision surgery was performed on (B)(6) 2016. The construct that was explanted was one (1) 10 mm/130 mm degree, 170 mm length trochanteric femoral fixation nail, one (1) 90 mm length helical blade and one (1) 5.0 mm locking screw 30 mm. It was reported that the nail construct was removed with no issues and in good condition. The patient was revised to a depuy total hip replacement. The surgery was completed successfully, and the patient is reported in stable condition. This report is for an unknown 10 mm/130 mm degree, 170 mm length trochanteric femoral fixation nail. This is report 1 of 3 for (B)(4).